Manufacturer narrative:
The investigation is in progress.

Event description:
A medtronic rep reported that while in a cranial case, the image was flipped on the sononav (sonosite 180) and mirrored the stealth image. After troubleshooting with medtronic rep, the surgeon opted to continue the surgery using the stealthstation. There was no impact on the pt outcome.